Event description:
It was reported that the customer had bottle side pressure error and door error (245.3020) which was resolved by performing preventive maintenance twice with passing results. Found missing segments on display, replaced display board. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.